Manufacturer narrative:
Physio- control continues to investigate the reported event.

Event description:
The customer reported, that the defibrillator delivers approx. 50 joules at the 100 joule setting. The reported problem was found during routine testing of the device. There was no pt use associated with the reported complaint.